Event description:
The patient presented with a decreasing trend to the pacing lead impedance. Externalized conductors near the coiled lead by the ICD can were noted via x-ray. No noise on lead or events recorded. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.